Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08615 inches. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals there were six (6) pump error 63 (line number 147, file number 2017, variableinfo = 15) alarms due to a problem with the twi interface or with ad5161 chip, listed below:. 1/19/2025 08:51:33 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. 2/10/2025 14:55:51 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. 2/17/2025 09:44:24 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. 3/07/2025 10:51:10 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. 3/17/2025 21:19:03 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. 3/20/2025 17:40:26 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The pump passed all functional testing. Pump error 63 alarms (found in the pump history file) are confirmed, fault isolated to the hardware. Cracked battery compartment and battery tube threads are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack at the back from top to bottom and pump error alarm was unspecified. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue to use the device and mmt-1885 was requested and customer response was the device will be returned.